Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was unable to be verified. The device was unable to be tested for the reported flow rate accuracy issue (under infusion) due to an unrelated issue. The device will be sent for pressure plate travel testing and calibrated before being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate than programmed (under infusion). There was no patient involvement. No additional information is available.